Event description:
It was reported that the catheter tip remained in the pt's intrathecal space after the pt had their pump and catheter explanted. Reason for removal or decision to leave part of the catheter in the pt was not provided. The physician wanted to be sure that the catheter tip that was left inside would not cause any harm to the pt if an MRI was done. The medication being delivered via the device system was not reported.